Manufacturer narrative:
One sample model mpx5300-c was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the outlet port of the y-site. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of separation between tubing/nac-y (body) could be related to lack of solvent applied due to incorrect solvent application by the operator. No additional actions were taken since reported sku was deactivated in hermosillo site and was reactivated in tj site. Current work instructions at the tj site have the controls to assure the proper assembly between components. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set with needleless connector and y-site had separated. The following information was provided by the initial reporter: yakima IV therapy is reporting an IV ext set that came apart while being flushed. Defective mpx5300-c. Lot#: 25059003. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse event or serious injury was reported. How was treatment completed for customer? A new IV was placed. Was there a delay of, or change in, the course of treatment due to the event? No delay in treatment either.